Event description:
The patient presented with an acute type b dissection originating in the descending thoracic aorta. The dissection extends to the level of the aortic bifurcation, around a pre-existing excluder device in the abdominal aorta which was implanted at a different institution in 2020. At the time of presentation, the excluder device was being compressed during systole due to pressurization of the false lumen. Dr. (B)(6) performed a transcatheter fenestration of the septum in an attempt to relieve pressure in the false lumen and eliminate the device compression. Based on intra-procedural ivus imaging, although the fenestration was successful in reducing the false lumen pressure, cyclical device compression during systole is ongoing and dr. (B)(6) is considering additional treatment options. He said that he is going to look back at the CT scan and assess the ability to close the entry tear to further depressurize the false lumen and will likely bring the patient back in to look at the device under fluoro to see if they can see any fractures in the excluder stent frame. He believes this will help nudge the patient towards getting additional treatment (most likely coverage of entry tear and a cuff in the excluder trunk).